Event description:
Customer reported a malfunction on the pump, identified by a specific malfunction code. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact technical support if the issue reappears.